Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mild tortuous superficial femoral artery. A 6.0 x 150, 75cm mustang balloon catheter was advanced dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was removed from the patient's body without any issue. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning at the distal tip bond and extending approximately 55mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mild tortuous superficial femoral artery. A 6.0 x 150, 75cm mustang balloon catheter was advanced dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was removed from the patient's body without any issue. The procedure was completed with another of the same device. No patient complications were reported.